Event description:
It has been reported that a pt had fallen out bed using a plexus (B)(4) mattress system, one side rail was used and pt became hung up in rail. Further info regarding this alleged incident is not available at this time.